Event description:
It was reported that during a stent treatment procedure the stent was implanted in an unintended lesion. Access was obtained via the radial artery. The 95% stenosed, de novo target lesion was located in the mildly tortuous and non calcified left anterior descending artery (lad). It was noted that there was timi 0 flow. The lesion was predilated with a 2.0x20mm apex balloon. A 2.25x12mm taxus liberte stent delivery system (sds) was advanced to the lesion and while the physician was attempting to deploy the stent, the patient took a sudden deep breath, causing the non bsc guide wire and guide catheter to move and the stent was released in an unintended position. A second 2.25x12mm taxus liberte stent was advanced to the lesion and was deployed in the lad. The procedure was successfully completed at this point with no patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).